Event description:
I have a medtronic mycarelink patient monitor which is suppose to download from my link implant for atrial fibrilation on a daily basis. For the past several months it has failed to do this automatically on a routine basis, requiring a manual transmission. I have repeatedly talked with medtronics and followed all of their directions, including elevating the device, not charging my cell phone nearby, not wearing my (B)(6) watch to bed, rotating the device 90 degrees. This is the second link implant I have had. The first monitor worked very well, even as my cell phone was next to it for charging nightly. After the second implant, I have had a series of issues with the monitors. One was replaced when the handset died. One of their employees even mentioned that the newer models were not performing as reliably as the older model. Possibly a result of re-engineering. FDA safety report ID # (B)(4).